Event description:
Procedure type: gastric bypass. According to reporter: the edge was not trimmed. At 15 days after the surgery, the patient stated they had stomach pain and leakage was found. Re-operation was done. It was found the leakage occurred from the duodenum stump posterior wall, not from stapled line, where the sheet touched the tissue.

Manufacturer narrative:
(B)(4).